Event description:
Note: the event date and procedure date are unknown. It was reported to boston scientific corporation in 2007, 2008 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (patient age, gender and weight unknown). According to the complainant, during biliary stent placement, the distal ro extremity detached and [was] left in the [duct of wirsung.] This part of the device stayed in the patient (it was not accessible) which could cause an abscess or an infection. The procedure was stopped and had to be postponed. There is no further information available regarding the patient or the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that a fragment of pebax (coating)was missing from distal section of the device, exposing the core wire. The condition of the device suggests that the guidewire made contact with a sharp object, the cause of the damage is undetermined. A review of the device history record (DHR) of the pertinent lot revealed no anomalies.